Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Information provided by the site indicated that the patient experienced syncope and fell. The patient was found unconscious in the bathroom with a disconnected driveline and experienced bruised ribs and a bump on the head as a result of the fall. Analysis of the alarm log file revealed a vad disconnect alarm logged on 21/sep/2022 on 03:38:20, indicating a physical disconnection of the driveline from the controller. The alarm cleared at 03:44:40, indicating a reconnection of the driveline to the controller. As a result, the reported vad stop event was confirmed. Log file analysis also revealed a controller power up event, with an associated motor start event, on 15/sep/2022 at 11:17:19. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 70% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. The observed power up event is an additional finding not related to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of syncope. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, as reported in the event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 03-dec-2018 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and fell. The patient was found unconscious in the bathroom with a disconnected driveline, ventricular assist device (vad) stop, bruised ribs and a bump on the head which were a result of the fall. The ventricular assist device (vad) and controller remain in use. No further patient complications have been reported as a result of this event.